Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had critical pump error. The customer¿s blood glucose level was 383 mg/dl. It was reported that they had red x and also had critical pump error on the screen. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing and no alarms that are generated as result of critical error found in the long trace. Unable to determine the root cause, problem isolated to electronic assembly. Force sensor was between the specific range. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Device was received with scratched case and minor scratched lcd window.